Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2011. Additionally it was reported that the surgeon removed a cholesteatoma from the middle ear space during the same surgery. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).